Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient called because they have been "feeling awful" the last couple days similar to how the patient felt prior to the second pacer implant. The device remains in use. No patient complications have been reported as a result of this event.